Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
No conclusion may be drawn as the customer cancelled the service call. The customer indicated they intended to repair the system.